Event description:
Patient was undergoing laparoscopic appendectomy. The surgeon inserted a pouch, endocatch 173050g to retrieve appendix. Per surgeon, there was a tear/hole in the bag that allowed the appendix to slip though the bag while attempting to pull the appendix out. The bag was entirely removed from the patient and inspected by the surgeon to confirm that the entire bag and string was retrieved. A different retrieval tool system, anchor tissue retrieval trs100sb2 was then used to remove the appendix. The pouch, endocatch 173050g wrapper was saved for lot # information and given to assistant manager along with patient sticker.